Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted no anomalies. Review of the stored memory confirmed a shorted lead indicator was recorded by the device on (B)(4) 2017. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare end of life (eol) because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that interrogation of this device revealed fault codes (fc) 1004 and 1007 indicating a shorted condition and a charge timeout. The system was explanted and replaced. No additional adverse patient effects were reported.